Event description:
In 2003 while treating an unresponsive patient in cardiac arrest, the defibrillator intially asessed the patient's rhythm as "no shock indicated" and immediately after this the defib sounded as if it was starting to charge and then a "ext. Charger" error prompted. An als team arrived, tookover care and transported the patient to a hospital where patient was later pronounced.